Manufacturer narrative:
It was requested to return the complaint sample for further investigation.

Event description:
The pins could not be removed.

Manufacturer narrative:
The review of the device history record showed no deviations. This is the final supplemental report, the complaint is closed.

Event description:
The pins could not be removed. Update 12/16/2024: two of three closing screws could not be removed.